Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type recharger product ID: 37761, serial# unknown, product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for non-malignant pain. It was reported that the recharger cord was loose when plugged in and the recharger beeps intermittently when the cord is moved around. It was reported that it looks like there is a little black piece in the recharger. It was reported that the ins was dead and there was no stimulation. It was reported that the desktop charger connector pin was loose when plugged in the recharger. The patient reported that they were sent a replacement desktop charger, but the new desktop charger did not resolve the issue. A replacement recharger was requested because the inside of the recharger was noticed to be damaged. It was reported that the inside of the recharger port was damaged. It was reported that because of the damage inside the recharger, the recharger won't charge from wall and hadn¿t been able to charge the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated the recharger was not charging despite being plugged into power source. They noted the connector pin appeared to be too long and loose when plugged in. The 2 rechargers replacement was sent already, and repair would send a replacement dtc. No further complication reported.

Manufacturer narrative:
Concomitant medical products: product ID 37751 serial# (B)(4). Product type recharger. Product ID 37761 serial# (B)(4). Product ID 97754 serial# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated the recharger was not charging despite being plugged into power source. They noted the connector pin appeared to be too long and loose when plugged in. The 2 rechargers replacement was sent already, and repair would send a replacement dtc. No further complication reported.